Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; defect was found: defective lcd segments. Test strips were not returned for evaluation. Most likely underlying root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer in a follow-up call on 09-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Customer called because the meter is displaying partials numbers. The customer is feeling well now and has no symptoms related to diabetes. Customer did not seek any medical attention due to the numbers being partial. The meter display partial number when the customer is on the memory and when she perform blood test. Customer cannot tell what number she is getting from the meter.